Event description:
It has been reported to philips that the tempus ls fails to go into pacer mode when attempting to pace. The problem was found during a training scenario. No patient was connected to the device while it was experiencing the malfunction. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer and schiller (equipment manufacturer) and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating a pacing failure during training. A replacement device was sent to the customer. The log and rescue files and the device were received at schiller where a technical investigation was completed. Error 26 was observed on the log file on the event date. Schiller has identified that the defibrillator pacer module (dpm) may encounter an issue where communication from the device mainboard and the dpm board fails. In this event, the device will halt pacing and an error message will be displayed 'dpm hardware failure'. The returned device was removed from service and processed following local procedures. Based on the information available and the testing conducted, the cause of the reported problem was a communication error from the main board to the dpm module, error 26 was observed on the logfile. The reported problem was confirmed. Based on the information available and results of additional analysis further action has been initiated. An analysis was performed by a vigilance reporting specialist (vrs). It was determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. A replacement device was provided. Analysis was performed and investigation has been completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.